Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices confirms fracture of the ceramic material. Evaluation of the of the polyethylene liner and femoral stem by a depuy material scientist found no material defects in the liner or stem that could contribute to fracture of the ceramic femoral head. Before an evaluation of the fractured ceramic head could be conducted depuy was asked to return all devices. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation was unable to determine a root cause for the material fracture. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Previous visual examination of the returned devices confirms fracture of the ceramic material. Evaluation of the of the polyethylene liner and femoral stem by a depuy material scientist found no material defects in the liner or stem that could contribute to fracture of the ceramic femoral head. Before an evaluation of the fractured ceramic head could be conducted depuy was asked to return all devices. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Medical records were reviewed. From a medical perspective, it is unlikely that the complaint is product related. It would be reasonable to conclude that without bony ingrowth at the prosthesis/bone interface of the femoral component and subsequent removal of fibrous tissue it is likely the femoral component was loose. With the evidence of wear on the trunnion of the femoral component, it would appear that this may have caused some malpositioning which can increase the contact zone between the femoral head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates that can result in early failure. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient seeking legal action.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup and stem, metal wear, metallosis, and elevated metal ions.

Event description:
Patient was revised to address biolox delta ceramic head fracture and extensive wear on the srom stem neck. Poly wear was also reported.